Event description:
Pt had a laminectomy where spn was used. Several months postoperatively the pt's symptoms returned. The surgeon reoperated to remove a recurrent disc fragment. At reoperation, the surgeon had difficulty removing the membrane and gaining access to the operative site.